Event description:
A site representative reported that that there was a discrepancy between the radiographic technician values and the imaging system dose report. No specific values were reported. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative, tested the system and was unable to replicate the reported event. A medtronic representative performed a imaging system check-out, all areas passed.